Event description:
It was reported that while preparing for trach change, the backup trach at bedside was not inflating symmetrically. New tube obtained and this tube inflated symmetrically. Event occurred at the hospital and the operator of the device was a health professional. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that while preparing for trach change, the backup trach at bedside was not inflating symmetrically. The device history review could not be performed as the given lot number was unknown. The visual inspection of the returned device by the unaided eye and under normal plant lighting did not identify any defects. The device was leak tested and no leaks were identified. The investigation determined that the cuff symmetry met the manufacturing specification.